Event description:
A consumer reported that after implantation of intraocular lens (iol), since surgery, barely able to see out of the eye. Shortly after the surgery, the physician performed a yag laser. The consumer mentioned that the physician has not told that eye was being treated with yag, just mentioned that he was cleaning up the eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).